Manufacturer narrative:
Manufacturer's investigation conclusion: the report of bleeding from the apical cuff could not be confirmed through this evaluation and a specific cause for the reported event could not be conclusively determined. It was reported that during the implant, after locking the pump on the cuff, the surgeon noted diffused bleeding around the cuff area. The surgeon tried turning the pump on the cuff several times. Ultimately the surgeon had to reheparinize, unlock the pump and place more sutures internally with pledgets. The surgeon also noted that a tail of a suture to be ¿in the way¿ after the pump was unlocked and thought that could have had an impact. The surgeon removed the suture. After the pump was locked back on the cuff, the bleeding was improved and the case was able to be completed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the implant, after locking the pump on the apical cuff, the surgeon noted diffuse bleeding around the cuff area. The surgeon tried turning the pump on the cuff several times. Ultimately, the patient had to be re-heparinize and go back on the pump, and the pump was unlocked to place more sutures internally with pledgets. The surgeon also noted a tail of a suture to be ¿in the way¿ after the pump was unlocked and removed and thought that could have had an impact. After the pump was locked back on the cuff, the bleeding was improved and the case was able to be completed.